Event description:
A customer contacted beckman coulter inc. (Bci) stating that the reagent wash cup was over filling and the waste fluid was backing up. No operator exposure or injury was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched and found a clog in the line going to the waste canister. The fse cleaned the waste line and waste bottles. The system is now operating acceptably.